Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One certain gold-tite hexed screw was returned for investigation. Visual evaluation of the returned product identified signs of use but no apparent malfunction. Functional testing was performed and screw engaged with in-house device normally. No pre-existing conditions were noted. The device had been placed on a tooth location 23 fdi for approximately 1 year 6 months when the incident occurred. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event using keyword 'loosening' and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: loosening) or product (iunihg). Therefore, based on the available information, device malfunction has not occurred and the reported event could not be verified as the exact details of event were non-verifiable.

Event description:
It was reported that the screw was removed due to loosening. Patient felt mobility in his crown. Screw has been replaced.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).